Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.